Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing numbness and discomfort. The physician believed that numbness was a direct result of putting the paddle in the patient. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted lead will not be returned.